Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred approximately a week prior to (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿hub¿ of a one-link extension set ¿popped off of the tubing¿. This event occurred prior to patient connection for therapy. There was no patient involvement. No additional information is available.